Manufacturer narrative:
Section b5: the patient's short-to-shield issue and subsequent pump exchange is reported under MFR # 2916596-2020-02881 (patient was exchanged from lvad serial # (B)(6) to serial # (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 9:55:15 through 12:03:59. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced right heart failure. The patient was having been on milrinone and nitric oxide (no). The patient was weaned off no on (B)(6)2020 and weaned off inotropes on (B)(6) 2020. According to the account, the event resolved on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted due to short to shield issues. During admission the patient was placed on milrinone on (B)(6) 2020. On (B)(6) 2020 had a pump exchange. The site detailed that milrinone was administer for over a week. The patient has been treated with nitric oxide since (B)(6) 2020. On (B)(6) 2020 the patient was weaned off nitric oxide and on (B)(6) 2020 was weaned off inotropes. No further information was reported.